Event description:
The customer reported the sys displayed several fatal errors. No pt injury reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. It was determined, the footswitch was the cause of the errors. The footswitch was replaced. The sys was tested and found to be working as intended and put back into service.